Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 550 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with an insulin via intravenous therapy. The patient was released after 3 days.